Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis (dka) high blood glucose (bg) levels of 18 mmol/l (324 mg/dl) and vomiting, while wearing the pod between 4 and 24 hours on the abdomen. A correction was administered using the pod, but the bg levels did not decrease completely. The pod was removed, and the cannula was noted to be bent. At the hospital, the patient was placed on a drip of electrolyte glucose solution and a new pod was applied.